Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm after high pressure test. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that they performed displacement test and self test. Insulin pump passed both tests. Insulin pump had insulin flow block alarm with new reservoir and infusion set. The reservoir had bubble and leak. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Pump error 53 found in the pump history due to a software error.